Event description:
Medtronic received a report that a Pipeline could not be delivered or retrieved. The patient was undergoing flow-diverting stent implantation surgery for the treatment of a saccular, unruptured aneurysm located on the left internal carotid artery V7 segment with a max diameter of 3.8 mm and a 3.2 mm neck diameter. The landing zone was 2.6 mm distally and 3.9 proximally. It was stated that the access vessel was the femoral artery with a 12 mm vessel diameter and the patient's vessel tortuosity was normal. Angiographic result post procedure showed that blood flow was patent, and flow velocity was normal. It was reported that when the microcatheter was positioned, the Pipeline was delivered. The stent encountered resistance at the distal section of the microcatheter and was unbale to be advanced or retrieved. The physician released the load (slack) in the system in an attempt to resolve the issue, however, it still persisted. Thus, the entirety of the system was removed, the microcatheter was replaced and after positioning and deploying a new stent the procedure was completed. The Pipeline was not used for an indication that is not approved (off-label). The catheter was flushed and all devices were prepared as indicated in the IFU. Ancillary devices include Synchro 14 guidewire, Phenom27, 8F Guiding guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.